Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged) was confirmed. Upon investigation, the front response button cover was missing, making the front response button intermittently non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were damaged.